Manufacturer narrative:
H3: the most likely reason for the revision reported is prosthesis wear over the course of 17 years of implantation. This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, h6 clinical code, impact code, problem code, and component code. This follow-up report is being submitted to relay additional information. The following sections were updated: d4, d6a, g4, h4.

Manufacturer narrative:
H3: pending investigation. D10: 120-01-56 ¿ acumatch cluster cup porous coated 56mm. 148-36-00 ¿ 12/14 zirconia head 36mm rep by 170-36-00 160-31-15 ¿ pf spline plasma w/ha ext offset sz 15. H7: z-2122-2021.

Event description:
As reported, the patient had an initial tha on (B)(6) 2006. The patient is pending revision; reason unknown and date unknown. No further information has been provided.